Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported movement error was not confirmed and not replicated. Due to a mechanical defect, data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all usm assemblies were inspected, but no faults could be identified. The probable root cause of the customer-reported event could not be established as failure analysis found no product issue in association with the customer-reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to movement during swapping usms while in cases. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed isi technical support engineer (tse) that the surgeon had issues with universal surgical manipulator (usm) 3 while using retraction. The surgeon would achieve retraction with the instrument on the usm3, but usm 3 would shift, slip or drop slightly when switching to another usm. The customer suspected that the issue might be related to one of the wheels on the usm carriage. The surgeon mentioned that this had been an intermittent issue for the past few weeks. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred when the instrument on the usm 3 was still inside the patient. The usm 3 remained usable throughout the procedure. There was no patient injury.